Event description:
A zoll pt service rep (psr) called zoll customer support to report that, while fitting a (B)(6) male pt, the monitor was generating a service code 202. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 202) has been confirmed. The cause of the code 202 is corrupted flash programming. The root cause of the corrupted flash cannot be positively identified. No adverse event resulted from the corrupted flash. The pt received a replacement monitor.